Event description:
Info received indicates the head of the bed will not rise.

Manufacturer narrative:
The tech found an air bubble in the hydraulic line to the head section. The tech manually raised and lowered the head section until the air bubble worked itself out to repair the bed.